Event description:
An optometrist reported a patient with diffuse lamellare keratitis, (dlk) in the left eye one day following lasik treatment. The patient was treated with increased topical steroid drops to every two hours. The patient reported "vision is ok, slightly foggy in the left eye". In a follow-up with a technician, he indicated the dlk had resolved with treatment and the patient was doing well and was longer using steroid drops.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).